Event description:
A (B)(6) male with severe atherosclerotic disease of the lower extremities, ulcers of the left leg, end stage renal disease on dialysis, coronary disease and diabetes was admitted to the cardiac catheterization lab for an angiogram of the left lower extremity for treatment of non healing ulcers. The left common femoral artery was accessed with a micro stick catheter. When the micropuncture sheath was removed, a three inch portion was not attached. Angiography did not show the catheter as being inside, although it was radiopaque. The pt's vessels were flushed with saline, and although attempts were made, the sheath was not found. The procedure continued and the pt had a successful left sfa stent placed. Fluoroscopy was used to examine the field, but no micro catheter was seen. The sterile field and floor were searched by the entire surgical team, but no catheter pieces were found. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Expiration date unk as lot number is unk. (B)(4). Investigation / evaluation: during the course of our investigation, a review of complaint history, device history record, manufacturing instructions (mi)l and quality control (qc) was conducted. The customer did not return the complaint device, however, a picture of the complaint device along with an unused device for comparison was provided. The provided photo image of the complaint device showed that the hub was attached to the shaft but that the shaft was completely separated. Information provided by the reporter indicates that "a 3 inch portion was not attached." This indicates that the separation occurred about 1.8 cm from the proximal hub. The product is shipped with an information for use (IFU), which states intended use, precautions, potential adverse events and usage instructions for the device quality control inspections of the device include confirming that the surface is clean and free of imperfections, verifying the outside diameter, and 100% of the devices are inspected to confirm the inner catheter is smooth and clean, free of excessive dents and kinks, and to confirm surface of outer catheter is smooth and clean, free of excessive kinks and foreign debris. Without the return of the device or device lot number, we cannot determine with certainty the root cause of this complaint event. It is possible to suggest that the patient's pre-existing condition of severe atherosclerosis led to the device experiencing high forces as it was inserted and/or removed and thus leading to the separation of the sheath. As part of cook incorporated's quality system procedures, each complaint is investigated and as part of the investigation, risk is assessed, based on severity, detect-ability and occurrence. Based on this analysis, action taken may include the following continued monitoring of similar events, corrective action or preventative action. We have notified appropriate internal personnel and will continue to monitor for similar events. Per the quality engineering risk assessment (qera), no additional risk reduction is required.

Event description:
A (B)(6) male with severe atherosclerotic disease of the lower extremities, ulcers of the left leg, end stage renal disease on dialysis, coronary disease and diabetes was admitted to the cardiac catheterization lab for an angiogram of the left lower extremity for treatment of non healing ulcers. The left common femoral artery was accessed with a micro-stick catheter. When the micropuncture sheath was removed, a three inch portion was not attached. Angiography did not show the catheter as being inside, although it was radiopaque the patient's vessels were flushed with saline, and although attempts were made, the sheath was not found. The procedure continued and the patient had a successful left sfa stent placed. Fluoroscopy was used to examine the field, but no micro-catheter was seen. The sterile field and floor were searched by the entire surgical team, but no catheter pieces were found. According to the reporter, the pt did not experience any adverse effects due to this occurrence. The pt was informed of the event.

Manufacturer narrative:
(B)(4). The event is currently under investigation.